Manufacturer narrative:
H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient did not receive full dose and due to the treatment regimen, the dose could not be completed. Total reservoir volume currently says 0.0 ml but programmed for 500 ml. The volume given displayed as 500 ml but it was estimated only about 300 ml actually was administered. There was patient involvement and no reported harm.